Event description:
It was reported by service report that the fowler is cracked near the bottom. The customer reported that they did not know if there was pt involvement; however, the fowler allegedly fell on a nurse's fingers. No medical intervention was required.

Manufacturer narrative:
Fowler cracked.